Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii/IV." Healthcare professional also reported "hole, non-specific". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening, and flat creases. The device was found to be underweight. A microscopic analysis was performed which identified an extended striated opening on radius side assessed as surgical damage. Based on the device analysis the final assessment is a striated opening assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV.¿

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii/IV." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Healthcare professional also reported "hole, non-specific". Device has been explanted.